Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The customer stated that they was able to clear the alarm. The customer also stated that they was able to complete insulin pump rewind. Customer was performed displacement test and there was pump alarmed with no reservoir detected. Customer was declined troubleshoot for failed battery and battery out limit. Customer stated that the drive support cap appears normal. The insulin pump will not be returned for analysis.